Manufacturer narrative:
Product ID 3387s-40 lot# v100240; product type lead product ID 37612 lot# serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 3387s-40 lot# v100240, implanted: 2008 (B)(6); product type lead product ID 7482a51 lot# serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 37651, serial# (B)(4); product type recharger product ID 64001 lot# n286713, implanted: 2011 (B)(6); product type adapter. (B)(6).

Event description:
It was reported that the patient ¿got really messed¿ because, she was programmed wrong, and she had to go to a different hcp in san francisco to fix it. The patient did not trust anybody to program her device except those taking information from her doctor at ucsf. See also MFR. Rep. # 3004209178-2013-10963.